Event description:
It was reported that during surgery, the micro drill medium straight attachment overheated and the patient received a first degree burn to the lower right lip. The burn was 1.3cm x 0.8cm in size. There was no permanent damage expected. There was no infection and the burn did not need additional or continued treatment.

Manufacturer narrative:
The failure for heat was confirmed by the qa technician. Through functional evaluation, disassembly and visual inspection, the qa technician determined the device failed due to corrosion of the components including the bearings. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during surgery, the micro drill medium straight attachment overheated and the patient received a first degree burn to the lower right lip. The burn was 1.3cm x 0.8cm in size. There was no permanent damage expected. There was no infection and the burn did not need additional or continued treatment.